Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The patient effect of failure to retrieve mitraclip system components (foreign body left in patient), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The investigation determined that the challenging valve anatomy likely contributed to the reported clip becoming caught in the chordae. The reported patient effect of foreign body left in the patient appears to be related to procedural conditions and a result of the clip becoming caught in the chordae. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that the clip became caught in the chordae. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted. The second clip delivery system (cds) was advanced to the mitral valve, but the clip became caught on the anterior leaflet chordae. Troubleshooting was performed, but the clip could not be removed; therefore, the clip was deployed on the chordae. Three clips were implanted, reducing the mr to 2. The patient was confirmed to be stable post procedure. No additional information was provided.